Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Through visual inspection, damage is observed on the barrel thread. A device history record review did not reveal any quality issues during the production of lot number: 1903271 that could have contributed to the reported defect. Although we could not identify a direct issue, it was determined this incident occurred due to the product jamming within the equipment. Areas where the product runs within the machines are protected to avoid damaging the product. A project was recently initiated to look further into this issue and prevent reoccurrence. Manufacturing personnel have been made aware to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the luer of the bd plastipak¿ concentric luer lock syringe was found deformed before use when attempting to connect it to the needle. The following information was provided by the initial reporter: "when the nurse should attach the needle to the bd plastipak-syringe, she discovered that the luerlock-part, was deformed. Therefor she couldn´t attach the needle and chose another syringe, and that worked well. No more issues with any other bd plastipak-syringes, that the nurse have heard of."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer of the bd plastipak¿ concentric luer lock syringe was found deformed before use when attempting to connect it to the needle. The following information was provided by the initial reporter: "when the nurse should attach the needle to the bd plastipak-syringe, she discovered that the luerlock-part, was deformed. Therefor she couldn´t attach the needle and chose another syringe, and that worked well. No more issues with any other bd plastipak-syringes, that the nurse have heard of."